Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided showed a screw backing out past the blocking mechanism at the inferior level of a 3 level plate originally implanted on (B)(6) 2021. The back-out was originally discovered on imaging on (B)(6) 2021 during a routine follow-up. There is no plan for revision and the patient is staying under close watch. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a screw is backing out of a resonate plate post operatively. There are no current plans for revision.